Event description:
A charge nurse for a user facility reported to fresenius that blood loss occurred with the custom combiset bloodlines due to a broken ¿t¿ connector. A visual inspection showed that the saline line portion of the ¿t¿ connection detached from the ¿t¿ connector and that caused a blood leak. Additional information was obtained during follow-up. Venous pressure alarms were received on the 2008t machine shortly after treatment initiation. The staff went to the machine to address the alarms and the saline connection detached from the ¿t¿ connector upon handling the bloodlines. The patient¿s estimated blood loss (ebl) was approximately 30 ml. There was no serious injury or required medical intervention. The patient disconnected from treatment and remained at the clinic for approximately 45 minutes to confirm there were no issues. The patient¿s treatment ended for the day. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A charge nurse for a user facility reported to fresenius that blood loss occurred with the custom combiset bloodlines due to a broken ¿t¿ connector. A visual inspection showed that the saline line portion of the ¿t¿ connection detached from the ¿t¿ connector and that caused a blood leak. Additional information was obtained during follow-up. Venous pressure alarms were received on the 2008t machine shortly after treatment initiation. The staff went to the machine to address the alarms and the saline connection detached from the ¿t¿ connector upon handling the bloodlines. The patient¿s estimated blood loss (ebl) was approximately 30 ml. There was no serious injury or required medical intervention. The patient disconnected from treatment and remained at the clinic for approximately 45 minutes to confirm there were no issues. The patient¿s treatment ended for the day. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the sample was returned to the manufacturer for physical evaluation. The sample was received without original packaging or labeling. The received sample was disinfected and upon preparation for analysis, a separation was identified between the saline line and the saline line t connector. The sample was examined with a microscope and it was determined that the solvent on the saline line was not applied properly as there was no solvent on the external of the saline line nor on the inside of the saline line t connector. No other issues were identified during the inspection. The reported issue was confirmed. The cause was determined to have occurred during assembly of this device. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.